Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. The customer's blood glucose (bg) level was over 300mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and air bubbles were observed in the infusion set cannula. The pump performed as intended. The customer performed a complete supply change and insulin was successfully resumed. Tandem technical support advised the customer to discuss infusion set site areas and site rotation strategies with their healthcare provider.